Event description:
It was reported the device had premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event. Patient further reported "ICD with battery problem". Patient understood right atrial lead was broken during the replacement and reported md considered "turning it off". Followup with the doctor's office reported that the atrial lead was not broken, but became dislodged after the ICD device changeout. On (B) (6) 2009 the physician repositioned the atrial lead and also went in for evacuation of a hematoma in the pocket. It was reported resolved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.